Manufacturer narrative:
The patient did not require any treatment as a result of the incident. Therefore, we are not considering this to be a serious injury. The device is currently being evaluated, so it has not been confirmed yet if the device actually malfunctioned. We are reporting this to meet the reporting deadlines. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The customer claimed that they were having difficulty getting nibp readings on a patient and, after the 5th reading, the staff went into the room and the patient's right foot was a deep purple color and it was noted that the cuff was not deflating. It was reported that the cuff was removed immediately. Additional information received on (B)(6) 2015 is that the patient did not require any treatment as a result of the incident. Therefore, we are not considering this to be a serious injury.